Event description:
Manufacturer reference #: 343028.

Manufacturer narrative:
After detection of the deviation the picco2 has been removed from the system. It is not known if changes in the set up have been made during removal, which could have contributed to the situation. No information has been provided by the customer in regards to zeroing of the devices. No further information could be provided by the customer despite extensive effort. The returned product has been inspected. During visual inspection it could be detected that the red ring of the ap aux output (outgoing channel for transmitting arterial blood pressure values to the bedside monitor) has been exchanged with a grey ring. The grey ring is no legal manufacturer´s spare part. Inspection of the inner part of the device revealed that the ap aux output plug was turned for 180° and all connected cable wires were disorganized due to the turning. Additionally, it was detected that the ap aux output channel was decalibrated. No values could be transmitted to the bedside monitor during functional testing; the values on the picco2 were shown correctly. Although the testing of the device could not fully reproduce the described error pattern (¿significant deviation of the blood pressure values between the picco2 and bedside monitor¿), the most probable root cause is seen in the turned ap aux output plug and the disorganized connected cable wires. Very likely, the ap aux output plug had been rotated during the exchange of the red ap aux output ring. This resulted in disorganized connected cable wires. The disorganized cable wires can impact the value transmission to the bedside monitor in a way, which probably led to a value deviation between picco2 and bedside monitor. Disorganized cable wires as detected on the ap aux output can also cause the decalibration of the device. It is not known who exchanged the red ring of the ap aux output. The red ring has not been exchanged by the legal manufacturer as the exchanged grey ring is no legal manufacturer´s spare part. The sealing label of the returned product was still intact, therefore it is considered as likely that the ring has been changed without opening the device. A DHR review of the related product did not reveal any non-conformities or deviation from specification relevant to the reported issue. This evaluation indicates that the device failed to meet its specification due to an improper exchange of the red ap aux output ring. Upon the event occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. The IFU indicates: ¿the user must assure him-/herself of the safe and fully functional condition of the equipment before using it.¿ and if the picco2 appears to be damaged, contact your local pulsion representative. Do not use the picco2 if the device appears to be damaged.¿ no trend has been identified, (B)(4). The issue will be further monitored on the market in order to identify trends.

Manufacturer narrative:
Further information has been requested and investigation is ongoing. A supplemental emdr will be sent when the investigation is completed.

Event description:
It has been reported that blood pressure values between picco2 (transmitted via the picco2 to the bedside monitor) and bedside monitor deviated significantly. No harm or clinical consequences occurred to the patient. The picco2 has been removed from the system. On the basis of the currently available information it cannot be excluded that the use of the picco2 contributed to the event. Manufacturer reference #: (B)(4).